Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that numbers were not ramping on their own. Customer¿s blood glucose was 120 mg/dl at the time of incident. Customer states the scroll bar was not moving with no input. Customer states block mode is inactive. Customer stated an alarm was in progress at the time the button was unresponsive. Customer was unable to clear the alarm. Customer stated all buttons were not responding. Customer states all buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened keypad dome switches. Unable to perform the displacement test and self test due to no button response. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.